Event description:
It was reported that during a trans-telephonic monitoring session, the patient's device appeared to be reset to nominal settings and the patient was told that the device was at elective replacement indicator (eri). At the device change out, it was determined that the patient's device had a power on reset due to a computerized axial tomography (cat) scan that had been taken three months earlier, and was not at eri. It was determined that the device was electively replaced due to the patient being in chronic atrial fibrillation. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found.